Event description:
It was reported that the patient experienced an increase in needing to charge their implantable pulse generator (ipg) more frequently. The patient felt this had a negative impact and interference in her daily life as she felt she had to check on the ipg all the time to be sure that it was not running low. The physician decided to replace the ipg and so the patient underwent a surgical procedure where the ipg was explanted and replaced with a new one. The patient has fully recovered.

Manufacturer narrative:
The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. With all the available information, boston scientific concludes the cause of the reported event could not be determined as no problem has been detected.

Event description:
It was reported that the patient experienced an increase in needing to charge their implantable pulse generator (ipg) more frequently. The patient felt this had a negative impact and interference in her daily life as she felt she had to check on the ipg all the time to be sure that it was not running low. The physician decided to replace the ipg and so the patient underwent a surgical procedure where the ipg was explanted and replaced with a new one. The patient has fully recovered.